Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The technical support team decided to replace the pump as a resolution.